Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the staples, leads and implantable neurostimulator (ins) were being removed on (B)(6) 2013 in a surgical procedure to ¿rebuild the patient¿s neck.¿ it was stated the ¿paddles came loose¿ and the staples were ¿just floating around.¿ it was noted the staples were ¿acting like a cheese grater and about ready to cut a hole through his spinal cord with the staples just floating around in there and the stimulator was no longer intact." It was also stated the patient had surgery in (B)(6) 2011 to take out one staple but was then experiencing a "lot of pain back there" as well as numbness in his hand and has severe spinal stenosis. Reportedly, the lead was not up around his skull and occipital nerve where it should be any more and it "fell down and balled up" around his c-spine. Additional information has been requested, a follow up report will be sent if additional information is received.